Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user new to the ilet experienced hyperglycemia after an unannounced large carbohydrate snack and later reported that a meal bolus did not achieve the expected glucose reduction, with suspicion of reduced insulin delivery through the infusion cannula despite insulin moving through the tubing. Symptoms included elevated blood glucose up to approximately 350 mg/dl without reported physical complaints. Outcomes included prolonged time above range overnight with no hospitalization, no medical intervention, no back-up therapy, and no ketone testing. Investigation included complaint assessment with troubleshooting and education provided to the user. Investigation of this case revealed that the cause of hyperglycemia was unclear, with possible infusion site or cannula delivery issue suggested by poor uptake and increased insulin use. It was concluded that the event involved hyperglycemia with an undetermined root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.